Event description:
It was reported that the pump indicated a data log corruption. Blood glucose was not impacted. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
Device not returned.